Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics was called on an unknown date due to low blood glucose level with an unknown blood glucose level. The customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer was unresponsive to honey so the paramedics treated with glucagon and the customer treated himself with food. The drive support cap appeared normal. The insulin pump was exposed to high magnetic field. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided with this report. Harm code of loss of consciousness has been removed from this report. (B)(4).

Event description:
The customer reported via phone call that on (B)(6) 2020 that she had a low bg of 70 mg/dl and required the assistance of emergence medical services. Customer was treated with honey and glucagon. The customer was using the insulin pump system with 48 hours of the reported event. The drive support cap appeared normal. The insulin pump was exposed to high magnetic field. As per troubleshooting no motor position encoder error or motor error alarm present. The insulin pump will not be returned for analysis.